Manufacturer narrative:
It was reported that the ventilator had an issue. Our field service engineer investigated the ventilator on site. The faulty part was found to be a broken expiratory cassette membrane. The membrane was defective due to sterilization. The reported problem was solved by replacing the membrane. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator had an issue. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).